Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain (sporadic, severe)"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, obstetrical blood-clot embolism in 2012, breast biopsy in 2006, augmentation mammoplasty in 2014, headache and liposuction. Previously administered products included for prevent pregnancy: birth control patch from 2007 to 2012, ocella from 2007 to 2008 and birth control patch from 2005 to 2007. Past adverse reactions to the above products included adverse drug reaction with birth control patch, birth control patch and ocella. Concurrent conditions included umbilical hernia, breast mass, gastroenteritis, colitis, sleep disturbance, migraine without aura since 2002, bunion, epistaxis, allergic reaction to analgesics, alcohol use and body mass index normal. Family history included breast cancer, hemochromatosis, stroke, lymphoma, heart disease, unspecified and diabetes. Concomitant products included drospirenone + ethinylestradiol (ocella) from 2012 to 2014 for contraception as well as povidone-iodine (betadine) and sodium chloride (saline). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge").in 2014, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and weight increased ("weight gain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain (constant, severe)"), arthralgia ("hip pain (daily, severe)") and alopecia ("hair loss"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorhagia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and acne ("acne"). The patient was treated with sumatriptan (imitrex), doxycycline and surgery (total laporoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bladder disorder, back pain and arthralgia had resolved and the genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and acne outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered acne, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not advised of any complications from her essure removal procedure. She denied any complications or problems that occurred at the time of her essure placement procedure. The right side was then cenulated successfully using a turning motion with deployment showing about 7 coils in the uterus at the end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . On (B)(6) 2014 : fl hysterosalpingogram : indication: status post essure placement. Assess fallopian tube patency findings: bilateral essure occlusion markers are noted. There is normal filling in the endometrial canal with no focal persistent mucosal abnormalities. There is no fallopian tube opacification. No free peritoneal spill is seen. Impression: conclusion: bilateral fallopian tube occlusion by essure. The visualized segments of the endometrial lining are normal. The patient tolerated the procedure well. No immediate complications were encountered. On (B)(6) 2016 : pathology and cytology results : specimen: uterus with cervix and bilateral fallopian tubes, with coils in tubes. Final diagnosis: result: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - histologically unremarkable cervix. - early proliferative pattern endometrium. - histologically unremarkable myometrium. - histologically unremarkable bilateral fallopian tubes. Gross description : result: the specimen consists of a uterus with attached cervix and bilateral fallopian tubes weighing 117 grams. The uterus measures 9.5 cm in length, 6.0 cm in fundal diameter, and 3.1 cm in cervical diameter the ectocervix is smooth and gray tan. The cervical os is patulous. The endocervical canal is patent and lined by furrowed pale tan mucosa. The endometrium is flat and granular measuring less than 1 mm in thickness. The myometrium is firm and pink tan measuring up to 2.1 cm in thickness. The uterine serosa is smooth reddish tan. Each fallopian tube has a fimbriated end and measures 6.0 cm in length and 1.0 cm in mid diameter. A representative sample is submitted as follows: cervix: a1, endometrium and myometrium: a2, a3, and a4, first fallopian tube: a5, second fallopian tube: a6. Concerning the injuries reported in this case, the following ones was described in patient¿s medical records: uterine hemorrhage (confirming genital bleeding), vaginal bleeding, dysmenorrhea and pelvic pain. Most recent follow-up information incorporated above includes: on 14-feb-2018: medical records and plaintiff fact sheet received. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , pain/ lower back pain, (constant, severe)/ pelvic pain (sporadic, severe)/ hip pain (daily, severe), vaginal discharge, fatigue, weight gain, hair loss, acne added. Event added per mr: abnormal uterine bleeding (confirming genital bleeding). Essure was implanted for permanent birth control by bilateral occlusion of the fallopian tubes. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.